Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of noise and non-sustained rv oversensing via merlin.net transmission. The noise could not be reproduced in clinic with isometrics. The noise was intermittent and did not result in therapy. The patient recently had a CABG procedure. The patient will continue to be monitored.

Event description:
New info received: it was reported that when patient presented to clinic, non-sustained right ventricular oversensing was observed on the ventricular channel. Noise was observed on the rv lead. No other electrical anomalies were observed. No treatment plans were made and no decision has been made. No further information available.